Event description:
It was reported that the catheter detached from the catheter connector and migrated into vessel on (B)(6) 2020. The physician removed the migrated catheter from the vessel by surgical treatment. The facility requires the investigation report within this month.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter detachment was confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter, one assembled groshong connector assembly, and a snare wire were returned for evaluation. The catheter was returned detached from the connector assembly. A break in the catheter was not observed. Evidence of use was present within the catheter. The connector assembly was disassembled by removing the latches from the distal connector. The distal connector was bisected in order to inspect the compression sleeve position. The position of the compression sleeve indicated it had been advanced during initial assembly. Evidence of bunching was not observed. The dimensions of the components were measured. The compression sleeve length and wall thickness were found to be within specification. The outer diameters of the metal cannula and catheter were also measured and found to be within specification. The component measurements did not reveal any apparent issues which may have affected the assembly process of the catheter and connector. A review of the DHR/manufacturing records could not be conducted as the product lot number is unknown. The duration in which the device was in use was not provided. Based on the condition of the returned sample, possible contributing factors include improper connector assembly and excessive tensile (pulling) forces applied during use. Since the catheter was returned detached from the connector assembly, the complaint is confirmed; however, the exact cause of the detachment remains unknown. The product instructions for use (IFU) contains insertion instructions regarding the assembly process which may have prevented the reported event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter detached from the catheter connector and migrated into vessel on (B)(6) 2020. The physician removed the migrated catheter from the vessel by surgical treatment. The facility requires the investigation report within this month.